Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was only partially visible, indicating a needle mechanism failure. The cannula was bent. The patient's blood glucose (bg) values reached over 400 mg/dl.

Manufacturer narrative:
The device was received deployed. The data shows the device correctly generated an 0x1c alarm after 80 hours of operation. No damages or defects were found that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.